Event description:
Technician scanned a CT of chest scanner; error during scanning. Patient removed from scanner and scanner was shut down re-booted and the patient was scanned a second time.device #1is this a laboratory device or laboratory test?no.